Event description:
It was reported that the device had possible premature battery depletion and reached elective replacement indicator. It was then further reported by the patient of dissatisfaction because the device only lasted five years when they were told it would last ten years. No patient complications have been reported as a result of this event. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the device was returned and analyzed. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. The device is part of the field action and has tested consistent with the field action.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device had possible premature battery depletion and reached elective replacement indicator. It was then further reported by the patient of dissatisfaction because the device only lasted five years when they were told it would last ten years. The device was explanted and replaced. No patient complications have been reported as a result of this event.